Event description:
The reporter alleged that a button on the infusion device was defective. No adverse event was reported. The serial number was not provided. The alleged product was requested to be returned for product evaluation.